Event description:
During evaluation of a returned homechoice device, a high drain alarm 110 (night drain cycle ten) was identified in the log. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. The alarm occurred on (B)(6) 2013 at 07:16:57. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause could not be determined. Should additional relevant information become available, a follow up medwatch will be submitted.